Event description:
A malfunction was reported by the customer, indicating an issue with the pump. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, which resolved the issue, and the customer was advised to continue using the pump and to call back if the problem reoccurs.